Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a procedure was done, revision of a2fn. Patient had a2fn in the right femur done on the (B)(6) 2013. Came back and complaint of pain on the right femur on (B)(6) 2015, x ray done and broken screw of the distal screw. Further questioning and pain is localised on the non-union of the femur. Patient's revision surgery is done on (B)(6) 2015, another new a2fn nail is inserted. Surgeon mentioned the broken screw most likely due to the non-union. Other than that, patient is healthy and surgery went well. Patient outcome post procedure is good. No further information is available. This report is 4 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown when pain started. End-cap f/a2fn cann extens. 0 tan grey. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. An investigation summary was attempted, per investigation site, it was not possible due the missing material/products were not returned. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.